Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a low blood glucose of 40 mg/dl. Customer stated she measured her blood glucose and it was at 50 mg/dl and she took three glucose tablets. When she checked her blood glucose again, it was at 40 mg/dl. She drank some soda and her blood glucose was at 68 mg/dl. Customer stated blood glucose was low because she miscalculated her carbohydrates. After drinking milk and testing again, blood glucose was at 94 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. The customer's priming technique was correct. Customer was unsure if her basal rates were correct and was advised to revert to a back-up plan until she could check with her healthcare provider. Nothing further reported.